Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal anastomosis in a laparoscopic sigma resection, the staple line was incomplete and they performed a leakage test and it failed. After finding the leakage they over sew the position and created a temporary stoma to resolve the issue.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection of the open device under the microscope displayed nicks on the knife blade. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal anastomosis in a laparoscopic sigma resection, the staple line was incomplete and they performed a leakage test and it failed. After finding the leakage they over sew the position and created a temporary stoma to resolve the issue.